Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link microbore catheter extension set ¿broke apart from the proximal end of the stem connected to the male luer lock collar.¿ there was no patient injury or medical intervention associated with this event. No additional information is available.